Event description:
The patient underwent an ivc filter implantation procedure for central deep vein thrombosis as a preventive treatment of oophorectomy. On the morning of (B)(6) 2021, the patient underwent an oophorectomy procedure. A postoperative x-ray showed the filter migrated to the superior vena cava. On the afternoon of (B)(6) 2021, the patient underwent a filter extraction procedure. The filter was retrieved successfully. No adverse effect to the patient.